Event description:
A caller reported a malfunction on the pump, identified as malfunction code "malf 0," with fault ID 0x277d. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with information to reset the pump and assisted in this process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccur.